Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. The blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had a broken force sensor was detected during seating or regular delivery. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to determine broken force sensor during testing due critical pump error (open book image. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.